Event description:
The facility representative contacted baxter to report an infusor that had a broken blue winged luer cap connector. There was a breach in the sterile fluid pathway. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4) device evaluation: the reported condition was confirmed. The assignable cause that the device was damaged during shipping. Additional: a batch review has been performed and there were no nonconformances related to the production of this device.